Event description:
Customer reported unit would not charge during testing. No reported patient involvement. Service representative duplicated reported condition. Device repaired and proper operation confirmed.